Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient who was receiving dilaudid 10 mg ml; 0.571 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient checked in through the emergency room (ER) confused and exhibiting stroke symptoms the patient experienced a possible transient ischemic attack (tia). The pump was interrogated and stopped at the doctor¿s request. The hcp requested the pump be put in stopped mode to make sure it had nothing to do with the intrathecal dose of dilaudid at 0.5 mg/day. The pump was stopped with no symptom change after 15 hours. The physician instructed the representative to return the pump to minimal rate to protect the integrity of it while delivering a sub therapeutic dose of medicine at 0.06 mg day. The pump was restarted at minimum rate. The hcp continued to evaluate the patient for a possible stroke. It was unknown if the issue was resolved. The patient status was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jan-03. It was stated that longstanding diabetes, hypertension, and hld (hyperlipidemia) led to the patient¿s transient ischemic attack. There was initially some concern about a pain pump malfunction, but that was later proved not to be the case. The transient ischemic attack was not related to a problem with the device or therapy. The actions taken to resolve the transient ischemic attack was control of blood pressure, heartrate, and diabetes. An optimization of risk factors and initiating antiplatelet therapy were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.